Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/08/2016 with the following findings: the black box data from time of the complaint has been overwritten due to continued use of the pump. Because of the continued use of the pump, the investigation was unable to confirm or duplicate the initial complaint about a loss of prime issue. During testing, the pump successfully completed a rewind, load, and prime sequence and the 24 hour duration test with no errors, alarms, or warnings occurring. The force sensor calibration passed within specification. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.